Event description:
The surgeon was performing an endovascular abdominal aortic aneurysm (aaa) procedure in the or. He inserted a 5f angiographic catheter and upon radiographic visualization he identified that the catheter had broken off. He was able to successfully remove the dislodge tip.

Manufacturer narrative:
The product was not returned. The surgeon was performing an endovascular abdominal aortic aneurysm (aaa) procedure in the or. He inserted a 5f angiographic catheter and upon radiographic visualization he identified that the catheter had broken off. He was able to successfully remove the dislodged tip. Multiple attempts to obtain detailed information about the vessel characteristics and the event were unsuccessful. The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Based on the limited information provided and without the product available for analysis, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The product is available but has not been received as of the initial report. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15455423 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.